Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that no light output coming from the unit and thus the vitom telescope could not be used. Failure of the unit occurred right before an outpatient procedure. The case had to be postponed. The patient was not harmed. No negative impact in state of health reported.